Event description:
On (B)(6) 2011, I underwent a customvue lasik enhancement with an amo (abbott medical optics) visx star s4 to treat the residual hyperopia and astigmatism in my left eye from a previous customvue lasik. My left eye has experienced significant decreased vision after the procedure. It has prevented me from reading as well as evening-driving with my left eye. My corneal specialist feels this is due to irregular astigmatism as a result of the enhancement procedure. During the procedure, the activetrak and iris registration feature appeared to not have worked the way they were intended and resulted in a de-centered ablation pattern and deteriorated vision. I have contacted the (B)(6), dr. (B)(6), and submitted the relevant tests/lab data/operative report for his review.